Event description:
It was reported that the coil was stuck protruding from the tip of the catheter. A 12mm x 40cm interlock¿-35 was selected and advanced to embolize the moderately tortuous iliac aneurysm. During procedure, the physician advanced the coil in a non bsc catheter using intermittent flush. It was noted that the coil became stuck when it was approximately 30cm out of the distal end of the catheter. The coil and catheter were removed as a unit with the coil protruding from the tip of the catheter. The procedure was completed with non-bsc coils. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: a coil, a pusher wire and an introducer sheath were returned for analysis. A visual inspection was performed. The introducer sheath was inspected and no damage was observed. The pusher wire was found to be kinked upon inspection. The main coil was found to be stretched and kinked upon inspection. A microscopic inspection was performed. The coil zap tip was inspected and no damage was noted. The interlocking arm of the main coil was inspected and no damage was noted. The interlocking arm of the pusher wire was inspected and no damage was noted. The dimensions were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: the interlock - 35 fibered idc occlusion system is designed to be delivered under fluoroscopy through a 5f imager¿ ii selective diagnostic catheter without side flushing holes. Failure to comply with these instructions will result in an added resistance in the catheter and the inability to successfully deploy the coil. The incompatible catheter resulted in an unanticipated stress being put on the coil causing it to become jammed in the catheter. As a result the coil was damaged as the coil is designed to be advanced with ease. (B)(4).

Event description:
It was reported that the coil was stuck protruding from the tip of the catheter. A 12mm x 40cm interlock¿-35 was selected and advanced to embolize the moderately tortuous iliac aneurysm. During procedure, the physician advanced the coil in a non bsc catheter using intermittent flush. It was noted that the coil became stuck when it was approximately 30cm out of the distal end of the catheter. The coil and catheter were removed as a unit with the coil protruding from the tip of the catheter. The procedure was completed with non-bsc coils. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states ¿the interlock - 35 fibered idc occlusion system is designed to be delivered under fluoroscopy through a 5f (1.70 mm) od (0.035 in [0.89 mm] or 0.038 in [0.97 mm] inner lumen) imager¿ ii selective diagnostic catheter without side flushing holes." Failure to comply with these instructions will result in an added resistance in the catheter and the inability to successfully deploy the coil. (B)(4).